Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent and there was potential far field oversensing noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.